Event description:
This was a 16-year-old patient with depression and recurrent suicidality who likely had a seizure during tms treatment session. The motor threshold was very difficult for the provider to find, due to patient's thick hair. Seizure lasted 1-2 minutes and resolved by the time emergency services arrived. Patient was disoriented, but regained full orientation within 25 min. Patient was evaluated in the ER and released following no abnormal findings on MRI and eeg. The patient's parents disclosed to the provider after the event that the patient's sister has a history of seizures and her uncle has epilepsy. Consequently, after internal medical review, the seizure is likely associated with a genetic predisposition for seizures and operational challenges with finding a motor threshold.

Manufacturer narrative:
This was a 16-year-old patient with depression and recurrent suicidality who likely had a seizure during tms treatment session. The motor threshold was very difficult for the provider to find, due to patient's thick hair. Seizure lasted 1-2 minutes and resolved by the time emergency services arrived. Patient was disoriented, but regained full orientation within 25 min. Patient was evaluated in the ER and released following no abnormal findings on MRI and eeg. The patient's parents disclosed to the provider after the event that the patient's sister has a history of seizures and her uncle has epilepsy. Consequently, after internal medical review, the seizure is likely associated with a genetic predisposition for seizures and operational challenges with finding a motor threshold. According to the device instructions for use - the device should not have been used on a patient with a first degree relative with a history seizures.